Event description:
Pt exprienced ventricular fibrillation requiring defib during a ventricular programmed electrical stimulation study. The pt was successfully reverted. The site suspected equipment malfunction, either with the stimulator or another MFR's monitoring equipment. Both devices were removed from service. The stimulator was tested by hosp personnel. No malfunction was found. The device was then returned to co for eval. Components of the monitoring equipment were also returned to that MFR for eval. The event occurred 9/18/96. Co was not aware of any possible equipment malfunction. Until 10/10-11/96.

Manufacturer narrative:
Visual inspection revealed no obvious problems other than normal wear and tear for a unit over ten years old. Electrical and functional testing failed to reveal any malfunction. It was attempted to induce a failure through disruption of the power supply. Intermittent, sustained, and "brown out" types of power disruptions were simulated and no malfunction of the stimulator could be induced. It was attempted to induce a failure through coupling of electromagnetic interference into the isolators. This was tried because of the long cable runs from the isolators to the patient that are unique to this site. No malfunction could be induced. Analysis: the only record available of the incident is the electrogram recording from the recording system that was in use at the time. Analysis of this recording shows normal operation of the stimulator up to the point where several of the traces record full amplitude noise. Prior to this noise there is evidence of abnormal operation of the midas system: the alphanumeric data disappears and there are gaps in the traces. Another co electronics was contacted but could not explain the abnormal operation of the recording system. Since the stimulator was interfaced through the midas system, information on labeling and compatibility was requested from another co. No information has been received as of this date. Electrical testing revealed no failures or failure modes that could be induced through application of abnormal external conditions. Conclusion: the problem described by the user probably was not due to failure or malfunction of the stimulator. There is a possibility that there was a malfunction in the recording system or in the interface between the stimulator and the patient (through the recording system) but there is not enough information to determine what this malfunction might have been.